Manufacturer narrative:
Balt USA reference #(B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. The lot number was not provided therefore a review of the lot history records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "movement of the coil after placement: sir grade a - no consequence on patient care and outcome" the authors described as migration of the coil after the release, either due to an under-sized coil or a too soft coil. Notification of this event was received following a literature review performed by balt USA regulatory team. This event occurred during an observational 2-series multi center study deemed as the embo-prestige study. This clinical study was not sponsored by balt, and this event was only first discovered by balt personnel through a literature review performed as part of balt USA's post market surveillance program.